Event description:
It has been reported to philips that the allura system did not turn on, it was stuck at 00:00. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not turn on, it was stuck at 00:00. Upon troubleshooting, the philips field service engineer (fse) visited onsite, checked the system and found issue with flexvision pc. To resolve the issue, fse replaced the flexvision pc and hard drive and configured the software. The defective parts were returned for analysis, for flexvision pc, no malfunction was observed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.